Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. No electrical abnormalities were detected. Patient was asymptomatic and will continue to be monitored.

Event description:
Additional information received indicated that the lead was explanted and returned.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.